Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the balloon and lumen. Inspection revealed a pinhole in the balloon material, directly over the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube, tip damage and a kink in the distal shaft that was 10.5cm from the tip of the device. There is no indication that the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced to dilate the lesion. However, upon the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.